Manufacturer narrative:
.

Event description:
The pt reported, he was increasing the amplitude on his device and got a shocking sensation, flash of light within his eye, and an audible hum inside his head that did not go away after turning the device back down. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.